Event description:
It was reported by the customer that they could not retrieve samples during the case. The caller did not have any other details about the outcome of the procedure but stated that no error codes were noticed. During testing after the case, the customer noticed a burning smell coming from the unit.

Manufacturer narrative:
Uniboard. Evaluation summary: the analysis site confirmed the customer complaint and determined the pump sensor circuit was not working correctly, causing l3-021 errors and poor samples per the customer complaint. The problem was not the pump sensor, but another part of the circuit on the uniboard. To correct the customer complaint, the analysis site replaced the uniboard. After servicing, the unit passed all qa functional testing. The device history record has been reviewed, and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.